Manufacturer narrative:
Analysis was able to confirm the customer comment that the screen was out of calibration. It was also noted that the left keyboard hinge was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right part of the programmer screen was damaged and it continued not to be accurate. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.